Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
The customer reported a ventilator experienced an alarm light emitting diode (led) failure. The device was in patient use at the time the issue was discovered. There was no patient or user harm reported. There was no medical intervention reported. The device was evaluated by the customer and a philips remote service engineer (rse). The philips international field service engineer (fse) replaced the power switch overlay. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.